Event description:
This case, reported by a pharmacist who initially contacted the affiliate with a request for product information, and additional information was received by another pharmacist via a sales representative, concerns a 71-year-old female. The patient developed diabetes mellitus about 30 years ago. She had a medical history of diabetic gangrene in the lower limb. She was concurrently suffering from cataract and mental handicap (detail not provided). She could not see well due to cataract. She concomitantly received voglibose. The patient was admitted to a hospital due to diabetic gangrene in the lower limb and started subcutaneous human insulin isophane suspension 70% human regular insulin 30% (humacart 3/7 cart) (lot#: unknown) 24 units daily (16 units in the morning and 8 units in the evening) for diabetes mellitus via a humapen ergo (lot#: unknown,) with cch attached from late 2007. She also started voglibose 0.2 mg three times daily then on an unknown date, she was discharged from the hospital. In 2007, about six months after starting human insulin isophane suspension 70% human regular insulin 30%, she injected human insulin isophane suspension 70% human regular insulin 30% without food and developed hypoglycaemia (blood sugar level: 36, unit, normal range or seriousness not provided). She was taken to the hospital and admitted. Her hemoglobin a1c (hba1c) was 11.5. After that, in the same month, the hypoglycaemia resolved. She was discharged from the hospital the same month. Human insulin isophane suspension 70% human regular insulin 30% was continued. In the evening, about six months after human insulin isophane suspension 70% human regular insulin 30%, she injected human insulin isophane suspension 70% human regular insulin 30% without food again and developed hypoglycaemia (blood sugar level: 34, unit, normal range or seriousness not provided.) She was taken to the hospital by her husband and admitted to the hospital. Her family made a complaint that the solution was not ejected on 2 units priming. The hypoglycaemia resolved. On the same month, she switched from human insulin isophane suspension 70% human regular insulin 30% via the humapen ergo (lot#: unknown) to human insulin isophane suspension (humacart n cart) (lot#: unknown) 14 units daily in the morning via a humapen luxura (lot#: unknown). The pharmacist stated that the humapen ergo (lot#: unknown) functioned properly. But she instructed the patient to stop using the pen because it had expired. At the time of the report in late that same month, her blood sugar level was stable between 80 and 137, and she was in the hospital due to training of the humapen luxura. This humapen ergo (lot#: unknown) was associated with cid00506450. The patient operated the pen device. It was not provided if she was a trained user or how the pen was stored. She used this device for a long time past the expiration date. It was not available because it was thrown away. The reporting pharmacists considered both events as unrelated to human insulin isophane suspension 70% human regular insulin 30% and the humapen ergo. She considered the events as related to patient's misuse and/or mental handicap because the patient had no meal after injection. No further information is expected. Case closed. Follow up information received on 29-may-2007 was added with the initial information. Updated on 4-jun-2007: additional information was received via the initial reporter via the sales representative on 30-may-2007. Added an event (another hypoglycaemia), patient's initials, medical histories, lab data, start date or suspect drug and a concomitant drug. Changed reporter's name, dosage regimen of suspect drug and reported/determined causality assessments. Follow-up/pc for cid00506450 was received on 1-jun-2007. Based upon the conclusion summary field edited in gpcms, the lss case as appropriate. Updated the EU/ca device button (changed current location of device, expected date of follow-up report and further investigation). Updated the narrative, relevant sections and psur comment. Updated on 11-jun-2007: upon global internal review, added minor change about suspect device in the narrative. Updated on 15-june-2007: follow-up/pc for cid00506450 was received on 13-jun-2007. Based upon the conclusion summary field edited in gpcms, updated the lss case as appropriate.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. The actual complaint device (lot number unknown) was discarded by the hospital. Malfunction unknown. There is evidence of improper use. The patient using the device was visually impaired. The package literature instructs: the humapen ergo is not recommended for the blind or visually impaired without the assistance of a sighted individual trained to use the device. The pharmacist considered the hypoglycemia as related to the patient misuse and mental handicap because the patient did not eat after injection. (See add'l scanned pages.)